Event description:
The pt received his scs system, including an ipg, on (B)(6) 2009. The pt reported that he has a pacemaker. The pt stated he was unaware of the contraindication of this device with a scs system, and he will f/u with his physician. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.